Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they performed maintenance on their cobas 8000 ise module. This maintenance included changing the pinch valve tubing and washing the ise flow paths. Calibration and controls were fine after the performed maintenance, but later that same day, they found that an unspecified number of patient samples had low results for ise indirect na, k for gen.2. For example, one patient sample resulted with an na value of 120 mmol/l and when repeated on the same analyzer, it resulted with an na value of 120 mmol/l. The sample was then repeated on a different analyzer where it resulted with an na value of 140 mmol/l. The customer checked sample results in their laboratory middleware system and determined that 63 patient samples needed to be repeated. The results for these samples were corrected. During the week of (B)(6) 2018, the doctor questioned results for some additional patient samples. The customer checked their laboratory middleware system and determined that there were 96 more patient samples with questionably low na results. The customer provided data for a total of 58 patient samples that were affected. Of these, 54 had erroneous results that were reported outside of the laboratory for na and k. Refer to the attachment for all patient data. All erroneous values are highlighted. No adverse events were alleged to have occurred with the patients. The na electrode lot numbers were f4177 (used on analyzer channel 1) and f4174 (used on analyzer channel 2). The k electrode lot numbers were l6744 (used on analyzer channel 1) and l6793 (used on analyzer channel 2). The electrode expiration dates were asked for, but not provided. The field service engineer changed the sample probe. The issue was solved after this action. The alarm trace showed an abnormal aspiration alarm occurring on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.